Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer slept through alarm, but cleared alarm and resumed insulin delivery in the morning. Customer administered an insulin bolus via pump to address elevated blood glucose. Customer's blood glucose was 400 mg/dl.